Event description:
(B)(4) complaint handling unit reported a superior screw was loose. The patient in question, (B)(6) female, sustained a pertrochanteric fracture of the proximal femur early in (B)(6). This was managed with a 2-hole locking compression plate-dynamic hip system at (B)(6). The patient had a follow-up xray taken on the (B)(6) which illustrated sound reduction and fixation of this fracture. The patient presented on the (B)(6) with a fracture extending into the subtrochanteric region of the same femur. On the (B)(6), the surgeon removed the 2-hole lcp-dhs plate and revised it with a 6-hole dhs plate. Upon removal of the 2-hole plate, the surgeon noticed that the superior screw was loose-locking screw, it was easily removed with forceps. It is unclear whether this screw loosened postoperatively or was not inserted with the correct torque when implanted.

Manufacturer narrative:
Device was used for treatment. Implant date is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.